Manufacturer narrative:
Additional data: d9, h3. Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that a lumbar disc prep lordotic trial and a lumbar disc prep alif trial inserter were difficult to remove from the patient and to disassemble intra-operatively. The procedure was completed successfully with a five minute surgical delay and no adverse consequence to the patient. This report captures the lordotic trial.